Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. Action taken with dianeal therapy was not reported. The outcome of the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient had a fungal infection coincident with peritoneal dialysis (pd) therapy. The cause of the fungal infection was not reported. On the same day as the receipt of initial report, the patient was hospitalized for the fungal infection. The treatment and outcome of the fungal infection was not reported. The patient remained hospitalized for three weeks to have the pd catheter removed. At the time of this report, the patient was performing hemodialysis until a new catheter is inserted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.